Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the objective lens adhesive was peeling. Other observations for the device are: distal end rubber coating (a-rubber) adhesive is chipped; angle shortage; video connector case label is peeling; and universal code has scratches. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issue of damage to bending rubber. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the objective lens adhesive was peeling. This medwatch is being submitted for the reportable issue of the peeling of the objective lens adhesive observed during device evaluation.

Manufacturer narrative:
Correction to h10 of the initial report: "and the universal cord has scratches." This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress such as dropping/hitting or chemical stress during reprocessing caused the event. Olympus will continue to monitor field performance for this device.